Manufacturer narrative:
Review of the device activity logs makes it clear the device presented an error in december where the end result was that the device code indicator was red and was beeping. The device will communicate to the user that it is not rescue ready by providing an auditory beep every 30 seconds and displaying a red rescue ready (nvi) indicator. We can identify from the log that this device appears to have been left idle in a non-usable state for over four months prior to reporting to zoll. Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including stress and troubleshoot testing without duplicating the report. The main board will be replaced as a precaution. The device will be recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG fault -501" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.